Manufacturer narrative:
The service engineer (se) inspected the device, verified the reported issue and found no serial number displayed on that status display. The se replaced the breath delivery (bd) central processing unit (cpu) and the graphical user interface (gui) cpu. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator graphical user interface (gui) display was blank with no alarms. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the breath delivery printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The graphical user interface (gui) printed circuit board assembly (pcba) was returned for failure investigation. The gui pcba was installed into a test ventilator for failure analysis and powered on in service mode. The gui offscreen keys illuminate, no serial number appeared on the status display, the gui display remained blank and no alarms were generated. The reported event was duplicated. Due to the inability to access the ventilator logs, a complete analysis cannot be performed; however, it is likely that the damaged to the u8 and surrounding components may have contributed to the failure. If information is provided in the future, a supplemental report will be issued.